Manufacturer narrative:
Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Results code(s): evaluation of the returned product found the lens was injected outside of the injector. Volume of used viscoelastic material appeared to be enough. Top flange was pushed down correctly. No irregularities found on nozzle. There were no irregularity found on injector and iol, all met criteria. Upon reviewing the video, the leading haptic was not tucked correctly at confirming position and the position was not normal when injecting. Confirmed the implanted lens cracked a little. Conclusion code(s): as the leading haptic was not tucked correctly at confirmation point, the serial should not have used following to the instruction. We will inform potential root cause for haptic not tucked correctly and advise the user to stop using the product when they find irregularity at confirmation point. (B)(4).

Event description:
The reporter indicated that the surgeon inserted a ks-1 aq2017v 20.5 diopter preloaded injector. The lens was damaged while being inserted into the eye. The lens was removed with no patient injury. No more information was provided.